Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to failed vector screening. The patients pre-operative screening passed in the primary and secondary vector, however automatic set-up during the implant procedure was unacceptable due to low r/t ratios and morphology. Left and right sternal tunneling was used, and multiple placement attempts were made to remedy the failed vectors. The patient was noted to have atrial fibrillation (af) at the time of the procedure with narrow qrs complexes and a rate of 80-120 bpm. A chest x-ray was performed during the implant procedure and noted good lead and device positioning. The procedure was abandoned, and the patient was woken up without device placement. No subcutaneous electrocardiogram (s-ECG) was stored during attempted implant. This patient remains hospitalized pending device placement, though the medical team is unsure which device type is most appropriate for the patient. No additional adverse patient effects were reported.